Event description:
It was reported that the customer's infusion set needle was damaged. He then tried to straghten the needle and use the infusion set, and received no delivery alarms on the insulin pump. Customer declined troubleshooting. His blood glucose was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.